Event description:
Two pt sodium results were initially reported as 131 and 130 meq/l. When repeated, the results were 139 and 137 meq/l respectively. The incorrect results were not used to determine therapy. The field service representative found the o-ring in the mix tower clogged with debris and he repaired the instrument by removing the clog.